Event description:
Follow up with the physician's office showed that they believed the increase in spells was related to the patient's medication compliance and were back at their pre-vns levels. The last device diagnostics performed were within normal limits. The patient's explanted generator was reportedly discarded by the facility. No additional pertinent information has been received to date.

Event description:
It was reported that the patient was experiencing an increase in spells that could be epileptic in nature. These were attributed to either low vns battery or the patient no longer taking depakote medication. The patient's generator was replaced on (B)(6) 2016, and the battery status indicator on the explanted generator was still neos=no. The explanted generator has not been returned to the manufacturer to date. Attempts for additional pertinent information have been unsuccessful to date.